Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. It was also reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.